Manufacturer narrative:
Additional information was provided indicating that the location of the pain was at the ipg site and that the pain was beyond what was expected.

Event description:
A report was received that the patient experienced post-operative pain following a permanent implant procedure. Pain medication was administered and the event resolved. The physician assessed that the event was related to the procedure and not to the device.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient experienced post-operative pain following a permanent implant procedure. Pain medication was administered and the event resolved. The physician assessed that the event was related to the procedure and not to the device.